Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, no visual damage was observed. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. Dissection of the catheter was performed, which revealed broken flush tubing. Microscopic analysis was performed of the catheter flush tubing to better observe the issue. With the help of an ultraviolet (uv) light, separation of the flush tubing could be observed, which may have contributed to the observed leak. The reported leak event was confirmed.

Event description:
It was reported that a catheter leak occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. When the pressure bag was connected to the catheter in the flushing line, a leak was seen coming from the catheter handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that a catheter leak occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. When the pressure bag was connected to the catheter in the flushing line, a leak was seen coming from the catheter handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.